Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. The device failed a self-test due to a low battery on (B)(6) 2010. The recorded temperature was 6.5 degree celsius. Between (B)(6) 2010 and (B)(6) 2012 there were seven further weekly auto self-test fails due to a low battery. The software version was changed from 2.0.2 to 3.2.0 on (B)(6) 2012. Multiple manual power ups were recorded between (B)(6) 2013 and the (B)(6) 2013, most of which were of ten minute duration. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event there was no fault measured on the membrane it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A device switching itself on automatically can cause premature depletion of the pad-paks (battery). The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the red status indicator was flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.